Event description:
The hospital reported that during an endoscopic vein harvesting procedure, they noticed that the conical tip on the vasoview hemopro endoscopic vessel harvesting system dissection tip popped off and cracked. Several attempts have been made to receive additional info from the customer, however, no additional info may be obtained. The product is not returning.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. (B)(4).